Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the power board to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator alarmed reset. There was no report of any patient harm associated with this reported event.